Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device remains implanted.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, d9, h3, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 h6 laboratory analysis summary the device related to the reported events of rupture was received on june 24, 2025, with lot number 3519716. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.